Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of suffering from congestion, eye problem, severe headache due to that had to take medicine, also suffered from stroke and developed brain tumor and also alleged of nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.